Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: gel bleed and silicone migration.

Event description:
A legal representative reported that a patient experienced the events of gel bleed ¿chronic inflammatory response, manifested by pain, swelling of the breast, the release of mast cells with subsequent mastocyte hyperactivation syndrome and a foreign body reaction with relative granulomatous inflammation¿, ¿silicone particles have also been transported via the blood and lymphatics to the axillary lymph nodes¿, ¿with the development of a mast cell activation syndrome and a systemic response triggering chronic inflammatory in the adjuvanted autoimmune / autoinflammatory syndrome¿, ¿chronic asthenia, multiple and repeated anaphylactic and angioedematous reactions following exposure to allergens, accompanied by cardiovascular-respiratory, gastrointestinal and cutaneous manifestations¿. The following events are not related to the device, chronic asthenia, multiple and repeated anaphylactic and angioedematous reactions following exposure to allergens, accompanied by cardiovascular-respiratory, gastrointestinal and cutaneous¿ manifestations the device has been explanted. The side is unspecified.